Event description:
It was reported that the patient underwent a gynocological procedure to treat stress urinary incontinence and pelvic organ prolapse on (B)(6) 2010 and sling mesh and (bs) uphold were implanted. The patient experienced pain, erosion of her internal bodily tissue and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh was implanted concurrently with extraperitoneal colpopexy, repair of rectocele with mesh, and repair of cystotomy due to stress urinary incontinence, pelvic organ prolapse, rectocele, and incidental cystotomy. It was reported that following insertion the patient experienced pain, infection, urinary/bowel problems, dyspareunia and vaginal scarring. (B)(4).

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that following insertion the patient experienced adhesion and urinary incontinence.